Event description:
The customer's pump had a blank screen. Troubleshooting was performed. The customer changed the batteries but the screen did not come back on. Advised the customer to leave the batteries out for at least three hours and place new ones in. During the call the nurse indicated that the customer was hospitalized for hyperglycemia. The nurse was not sure if the cause of the customer's condition was pump related. A replacement pump was requested.